Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. Customer reported receiving unspecified low glucose readings with the use of their abbott diabetes care (adc) device when compared to a blood glucose test obtained after unspecified amount of time on a healthcare professional (hcp) meter. Per the customer, it is unknown whether the customer noted a trend arrow on the device. Furthermore, the customer reported experiencing symptoms of dizziness and being unable to provide self-treatment due to their symptoms thus making contact with the hcp. Upon hcp contact, the hcp then obtained a blood glucose test of 512 mg/dl on the hcp meter, however, no comparison adc device glucose reading was reported. The customer was then treated with an IV and five (5) units of insulin by the hcp for treatment. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. This report is being submitted as part of retrospective reporting related to fa1002-2025. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under (B)(4). This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This serves as a correction report. Section h1 (type of reportable event) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. Customer reported receiving unspecified low glucose readings with the use of their abbott diabetes care (adc) device when compared to a blood glucose test obtained after unspecified amount of time on a healthcare professional (hcp) meter. Per the customer, it is unknown whether the customer noted a trend arrow on the device. Furthermore, the customer reported experiencing symptoms of dizziness and being unable to provide self-treatment due to their symptoms thus making contact with the hcp. Upon hcp contact, the hcp then obtained a blood glucose test of 512 mg/dl on the hcp meter, however, no comparison adc device glucose reading was reported. The customer was then treated with an IV and five (5) units of insulin by the hcp for treatment. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. This report is being submitted as part of retrospective reporting related to fa1002-2025. There was no report of death, serious injury, or mistreatment associated with this event.